Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during the manual prime. The customer¿s blood glucose level was 200mg/dl at the time of the incident. The customer reported that they can't get out of rewind loop. The customer reported that they are stuck in rewind complete and bolus delivery loop. The drive support cap appeared normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. Unit alarmed motor error during basic occlusion test and compromised force sensor system at 4.0 lbs during prime/compromised force sensor system test due to faulty force sensor resistor(gold). Unable to perform excessive no delivery or occlusion test due to motor error and compromised force sensor system alarms. The motor was tested outside the device and passed. Unit was received with cracked case at the battery tube threads and belt clip slot. Unit was received with stained end cap sticker. Unit was received with minor scratched display window and case.